Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was exchanged with company same lens model but different diopter and toric value. Reason for explant was unknown.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).